Event description:
A surgeon reported, a pt with refractive surprises following bilateral intraocular lens (iol) implant surgery. The lenses were exchanged. The surgeon reported the pt had no history of keratoconus or prior refractive surgery. Additional information has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint could not be verified. The focal length and resolution were within specifications. Solution was dried on the lens and lens damage was observed. Root cause: the root cause for this complaint is unk. The lens optical properties were within specification. Haptic damage was observed. Due to the presence of surgical solution, the damage is most likely customer related. Actions taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/06/2011 and 01/14/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).